Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional. H2: additional information /device evaluation. H6: event problem and evaluation codes ¿ additional.

Event description:
Subsequent to the initial MDR, additional information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was determined that the signal loss was related to the mobile application. It was indicated that the operating system for the smart device was not a supported system, which is off-label usage of the device. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. [Insert probable cause statement]. No injury or medical intervention was reported.